Event description:
It was reported by the customer that a bd pyxis¿ es server did not cross with patient orders to the station, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server did not cross with patient orders to the station, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter zip, initial reporter occupation, other occupation, section g report source. Upon investigation of the actual device used in this incident, it was determined that t the it was able to connect to the server; however, reports were not generating correctly. The technical support specialist (tss) investigated and found that the message action for the patient order was incorrectly showing as ¿discontinue¿ instead of ¿new.¿ although the database for the order was successfully created, it was recommended to verify the hl7 message sent via active directory (adt) with the admission team or to recreate the order. The customer confirmed that the issue was resolved, and the case can be closed.